Event description:
It was reported that there was a potential infection explant. It was noted that the area was the entire implant including leads, extension, and implantable neurostimulator (ins). It was noted that an infection was confirmed. It was noted that actions taken included a complete explant. It was noted that the manufacturer was not present at the procedure. Additional information was requested but was not available as of the date of report.

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s health care provider confirmed on 11/15/2013 that the infection date onset was (B)(6) 2013. The patient did not have me ningitis. The signs and symptoms were: drainage, pain and incisional wound opening. The primary location was the lead track, neck left lateral. IV antibiotics and total device system explant was required. The infection resolved.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va0agf6, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va0agf6, implanted: (B)(6) 2013, product type lead; product ID 3708695,serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# va0agf6, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va0agf6, implanted: (B)(6) 2013, product type lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).